Event description:
Related manufacturer reference number: 2017865-2022-15899. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. Review of x-ray showed right ventricle (rv) dislodged causing loss of capture and the helix was unable to retract. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient was in stable condition.